Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis. A specific bg value was not provided. The customer changed the infusion set multiple times and changed the cartridge. The pump was disconnected from the customer, and the customer was administered insulin manually to address bg levels. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.